Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient had a sling procedure to treat stress urinary incontinence and pelvic organ prolapse. After implantation the patient experienced bladder neck obstruction leading to recurrent urinary tract infections, urinary retention and pain. The sling was removed on (B)(6) 2009.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2004. Post operatively the patient experienced pain and erosion of her internal bodily tissue. No additional information was provided at this time.